Manufacturer narrative:
Follow-up # 1 ¿ (05/17/2015). The patient¿s meter has been returned on (B)(4) 2015 and evaluated by lifescan product analysis on (B)(4) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was had a meter memory issue and was recording incorrect results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by medical surveillance specialist (mss) in a follow up call with the patient. The patient reported that the alleged product issue began on (B)(6) 2015. The patient reported that incorrect blood glucose results were being recorded in the meter memory and not recording the date and time. The patient stated that her doctor bases her diabetes medications on these results. The patient manages her diabetes with ¿insulin, novolog flexpen¿ and took no action to her usual diabetes management routine as a result of the alleged product issue. The patient reported that "15 minutes" after the product issue began, she developed symptoms of ¿hypo, really low sugar¿ as a result of her being unable to test. The patient does not recall the exact reading. No medical intervention was reported by the patient. At the time of trouble shooting, the cca confirmed that it was not the first time the subject meter was being used and there was no misuse of the product. Cca was unable to resolve the issue with trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.